Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated that the atrial pacing capture threshold was elevated. Atrial capture threshold was fairly steady at approximately 2.32 volts through 2014-07-06 and then occasionally rose out of range. Concomitant medical products: 6949 lead implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.